Event description:
Technical services received a call on (B)(6) 2012. Caller stated patient had a valve replacement. Today the caller checked the patient with dr. (B)(6). Caller noted that atrial lead impedance went from 520 to 370 and sensing is now 0.2mv and threshold is 4.5v@1 ms and output was at 2.5@0.4ms and not sure what sensing and threshold was. They had the caller set to vvir with lrl at 80 and they will decide what to do later. Patient was undersensing in the atrium which lead to odd pacing, sensitivity before was at 0.15mv but no evidence of noise. No patient symptoms associated with this as patient is still on respirator and recovering from valve replacement. Caller suspects that as part of valve replacement procedure the atrial lead was pulled back or dislodged. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).